Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after "very difficult" interventional procedures. Fluoroscopy was performed to determine arteriotomy placement in the common femoral artery. There was no report of resistance on insertion. The needles were deployed and the plunger retracted as expected. The physician stated that it "felt like he was unable to park the foot completely". He attempted to remove the device and was not able to. The patient was taken to surgery for device removal and arterial repair. The patient was discharged the following day and hospital course was not prolonged by the experience. There was no report of adverse patient sequelae.